Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation damage at 31.4-33.1cm from the connector pin, consistent with clavicle crush damage. The optim insulation was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.